Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Ten events were reported for this quarter. Ten devices were received for evaluation. Ten events were confirmed. Nine devices were found to be affected by missing components. One device was found to be affected by disassembly. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 10 malfunction events in which the device disassembled. There was no patient involvement; no patient impact.